Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the found drawer 3 was not detected as closed. A field service engineer (fse) revealed a missing latch magnet, and a new inseparable was installed, allowing the drawer to recover. During reboot testing, the station intermittently booted to the bios password screen. The fse replaced the serial advanced technology attachment (sata) cable and hard drive backplate, which resolved the issue. The station subsequently booted normally, and the customer successfully accessed all drawer contents during an inventory count. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer failure persisted despite rebooting the station and performing a storage recovery. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.